Event description:
It was reported that the device was in backup vvi mode via a remote follow-up. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Manufacturer narrative:
The reported event of device in backup mode was confirmed. The device was received with no telemetry communication and device output shows device in backup mode. Device image could not be saved due to no telemetry communication. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
Correction to previously reported event description: the device was explanted and replaced to resolve the event and the patient was in stable condition.